Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation low impedance was noted on the right ventricular lead. The patient experienced muscle stimulation. The lead was capped on (B)(6) 2016 and replaced. The patient tolerated the procedure without any complications.